Event description:
This rv lead was implanted in (B)(6) 2007 and still remains implanted at this time. This lead exhibited noise which seemed to be myopotential in origin. There was an out of range impedance recorded on (B)(6) 2017 of about 3,000 ohms. Technical services suggested to perform troubleshooting steps to locate the lead issue. Lead evaluation (impedanc?? Measurements, noise) during aggressive patient maneuvers/isometrics, possible maneuvers/isometrics include reaching across chest to opposite shoulder, pulling hand down toward hip to stretch shoulder back, abducting the arm, pressing against the examiners hand, pressing palms together, valsalva arid pocket manipulation. Technical services also suggested to consider revision/replacement of rv lead and have an x-ray of the lead system. The physician was dr. (B)(6) at (B)(6) finland. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).